Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the guide wire is rough, causing the puncture needle to become entangled with the guide wire and cannot be removed. Then all were removed and new device was used to re-cannulate. Patient impact: re-puncture of the patient for tube placement, blood vessel damage and increased pain. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged guidewire tip is confirmed; however, the exact cause is unknown. One photograph of a portion of a guidewire was returned for evaluation. An initial visual observation of the photograph showed a guidewire with a damaged tip. Use residues were observed on the sample in the returned photograph. No other damage could be seen on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the guide wire is rough, causing the puncture needle to become entangled with the guide wire and cannot be removed. Then all were removed and new device was used to re-cannulate patient impact: re-puncture of the patient for tube placement, blood vessel damage and increased pain. No other information was provided.